Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction; upon follow-up it was confirmed that the mount of the implant was fractured. Implant itself was not fractured. The following sections are being reported: b4: date of this report was updated. B5. Event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6. Component code was updated. H10: narrative/data was updated

Event description:
Upon follow-up it was confirmed that the mount of the implant was fractured.

Manufacturer narrative:
Zimvie complaint number cmp- (B)(4). A1: patient identifier unknown / not provided a4: weight unknown / not provided g4: additional PMA/510(k) number - k011028/k013227 product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #12 fractured during clinical procedure (placement).

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed. Fractured fmt hex identified, no metal debris was observed inside the implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, device malfunction did occur. The implant¿s fmt was fractured, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.